Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed chiller assembly. The device was evaluated upon receipt. Chiller assembly failed. Replaced chiller assembly. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d, f, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the water of the arctic sun device did not cool down. Per sample evaluation results on 09jan2024, it was reported that the chiller assembly was faulty contributing to the reported issue.

Event description:
It was reported that the water of the arctic sun device did not cool down. Per sample evaluation results on (B)(6) 2024, it was reported that the chiller assembly was faulty contributing to the reported issue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.